Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Please explain were units affected from the same batch? Please explain what does (B)(4) was opened to address the issue mean? What do you mean by ¿customer not being able to read the barcode label expiration date¿? Was the information not clearly printed? Was the information smudged on the packaging? Do you have pictures of the product showing this issue for evaluation purpose? Was the label of the product damaged during transit? Were these products received in damaged condition? Please explain how the barcode label expiration date became unclear/unreadable?

Event description:
It was reported that the prior to unknown procedure on the patient on unknown date , the customer was not able to read the barcode label expiration date. As the device was never used on the patient, there were no adverse consequences reported. Additional information has been requested.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.